Manufacturer narrative:
MFR reference no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by an over shimmed downstream pusher. The downstream sensor was recalibrated to ensure proper operation.

Event description:
It was reported that at pump has a constant downstream occlusion alarm. It was also reported that there was no pt incident.